Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the unit had no phacoemulsification power before a procedure. Additional information has been requested.

Manufacturer narrative:
The system was examined and tested. The reported event was replicated. The footswitch cable was replaced to address the issue. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 16, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming footswitch cable. (B)(4).